Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015 on behalf of trial patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the clinician did not report any further injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range signal could not be confirmed. A root cause could not be determined.